Event description:
Regarding an erroneous high trpoonin (accu tnl) result on a singlew patient sample that was generated by the synchron lx i725 instrument. The elevated accu tnl result was 10.42 ng/ml. The acu tnl result was reported out of the lab. The customer re-tested the original patient sample for accu tnl. The repeated accu tnl result was "<0.01". A corrected report has been issued. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.